Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Intuitive surgical, inc. (Isi) received user facility report # mw5157035 stating: " during robotic procedure, da vinci xi surgical systems fenestrated bipolar forcep broke. Trocar had to be removed from the patient to remove the grasper. No injury resulted to the patient." The reporter who is a risk manager indicated that the information stays confidential. No further information was provided at this time.